Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks, gouges, and wear; no cracks were identified. The reported event could not be confirmed. The device history records were reviewed and identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; d9; d10; g3; h2; h3; h4; h10. D10: d10: medical product: femoral ps impactor pad: catalog#42509909300, lot#62687092; femoral ps impactor pad: catalog#42509909300, lot#65418230. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: femoral ps impactor pad: catalog#42509909300, lot#ni, qty#2. G2: foreign: canada. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-03705; 0001822565-2023-03706. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during sterilization three impactor pads were found to have cracks. There was no patient involvement and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.